Event description:
Olympus was informed that during a laparoscopic assisted myometomy (lam) procedure the tip of the sonosurg probe broke off and fell into the patient. The broken piece was successfully retrieved from the patient with the use of an unidentified grasping forceps. The procedure was completed using a different sonosurg scissors. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the tip of the sonosurg probe was detached from the distal tip. The device was fractured 15mm from the distal end. There were scratches noted at the breakage point. The production record for the subject device was reviewed, and no anomalies were identified to have occurred during the manufacturing process. While the exact cause of the user's experience cannot be conclusively determined at this time, user handling cannot be excluded as a contributory factor. The device instruction manual instruct users to inspect the instrument before each use and should the slightest irregularity be observed do not use the instrument, as damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. The instruction manual also warns users not use the instrument if the probe has cracks, scratches or peeled coating on its tip, as abnormal output or detachment of the probe tip may result. This report is being submitted as a medical device report in an abundance of caution.